Event description:
Boston scientific received information that during a recent device change out from a competitor system, three boston scientific devices were used. The first device was implanted and during induction testing, a shorted lead condition warning appeared and the device failed to convert the patients rhythm. Additionally, low out-of-range (oor) shocking impedances were observed. Boston scientific technical services (ts) was consulted and suggested there was a lead issue. The physician insisted there was not a lead issue with the competitor right ventricular (rv) lead asked for another boston scientific device. A second device was implanted and showed the same message and oor impedances. At that time, the physician elected to abandon the competitor rv lead and asked for another boston scientific device. This third and final device was implanted and tested and found to be working appropriately. The device remains implanted. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.